Manufacturer narrative:
Sorin group (B)(4) manufactures the scp centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report of that the customer was unable to achieve the desired flow rate while using this centrifugal pump system during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the customer was unable to achieve the desired flow rate while using this centrifugal pump system during a procedure. There was no report of patient injury.